Event description:
It was reported that during use of the bd connecta¿ stopcock there was leakage from the injection port on the tube. The following information was provided by the initial reporter: they use the bd connecta for radioactive isotopes and have two times experienced leakage from the injection port on the tube with this lot number. They have decided not to use products from this lot anymore.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8281714. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample provided was inspected by our quality engineers and subjected to leakage testing. They determined the device was leaking from a damaged section of the tubing, the edges of the wound suggest a potential misalignment in the manufacturing equipment, however after a review of the production floor and the alignment of the manufacturing machinery our quality engineers were unable to identify any non-conformance's that could have lead to this event. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock there was leakage from the injection port on the tube. The following information was provided by the initial reporter: they use the bd connecta for radioactive isotopes and have two times experienced leakage from the injection port on the tube with this lot number. They have decided not to use products from this lot anymore.